Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician deployed the device (smart 7fr 120cm biliary 12x80) and noted that the stent was longer than the measurement of the package. It was measured by the physician by using a pigtail catheter and measuring the markerbands.